Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the patient was admitted to our hospital on (B)(6) 2023 due to acute leukemia. On (B)(6) 2023, the peripheral veins were protected to avoid phlebitis during the preparation for chemotherapy. On (B)(6) 2024, he was admitted to our hospital due to fever and redness, swelling and pain at the PICC catheter insertion site in his right upper limb. On (B)(6) 2023, he perfected the right lateral subclavian vein + deep vein of upper limb + cephalic basilic vein (PICC) color ultrasound: thrombosis around the PICC tube of the right basilic vein is possible; the patient's platelets were normal and anticoagulant treatment with "enoxaparin sodium" was performed and he was asked to undergo medical treatment. Surgical consultation, consultation opinion considers: right basilic vein thrombosis (catheter related). Recommendations: 1. If the conditions of your department permit, anticoagulation treatment with rivaroxaban or low molecular weight heparin can be given. If the risk of bleeding is high during anticoagulation treatment, anticoagulation treatment can be temporarily suspended. The color ultrasound results will be dynamically monitored. If the thrombus progresses to the brachial vein, axillary vein, subclavian vein and other deep veins, re-evaluate the necessity of anticoagulation. Because the patient still needed chemotherapy, the PICC tube was not removed for the time being, and rivaroxaban was used for anticoagulation. Patient treated for infection at the puncture site. Repeated infusion of irritating and corrosive drugs stimulates the intima of blood vessels, resulting in intimal damage. The patient had acute leukemia, and the blood was in a hypercoagulable state, and the blood flow was stagnant. No other information was provided.